Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event was caused by a failure of the led element on the front panel unit. The exact cause of the led element failure could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, there is a possibility that the element has accidentally failed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. There was a defective led panel on the front panel. The digital number of the volume indicator was not displayed properly, and the segment displaying the digital number was missing. The front panel needs to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the laparoscopic colectomy, the digital numbers did not appear properly on the front panel display. One indicator did not work. The user successfully completed the procedure with the device and there was no extension of the procedure. There was no report of patient injury associated with the event.